Event description:
The olympus (ofr) regional repair center was informed the high definition 3 cmos (complementary metal oxide semiconductor) was returned for a reported "no image. Failure to perform white balance" that was observed during an unspecified event. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The suspect device was returned to the regional repair center for evaluation. The customer's reported no image was confirmed as the device was inspected and tested and the image was not visible and error code e216 was displayed on the monitor. The device was partially disassembled. Humidity was found inside the device's main body along with signs of corrosion and deposits attributing to failure of the imaging unit. Additionally, the cable was found cut on the sheath. The device as sold in march 2019 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. The customer contact information was not requested due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The specific root cause of the corrosion, dirt, and foreign material on the electrical contacts could not be determined at this time. The specific root cause of the board failure cause by water immersion could not be determined at this time. The specific root cause of the faulty charge-coupled device could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿about cable water invasion when I checked the contents of the instruction manual, the following description is made. As a result, it is judged that the pointed out phenomenon can be prevented. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.